Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a lesion in a tortuous right coronary artery. The lesion was pre-dilated with a 2.5mm by 20mm ptca balloon. It was not possible to cross the calcified target lesion with the stent delivery system. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon proximal to the intended lesion lsite. Therefore, a 3.5mm by 13mm ptca balloon was inserted and used to deploy the stent in the proximal right coronary artery at the site of dislodgement. Subsequently, the right coronary was treated with the implant of three unknown stents. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.